Manufacturer narrative:
Investigation summary: mechanical interaction with blood / hemolysis: the cause of the hemolysis issue was most likely related to patient condition, since the data log did not record any pump or patient interaction signs, and the patient was treated with multiple blood volume transfusions, which could contribute to hemolysis. Hypertension: the cause of the hypertension issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral access to support the 41 year old male patient who was admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. Other underlying cardiac and systemic comorbidities are unknown. The pump was supporting when on day 2 of the support there was urine color change indicative of hemolysis, and hemoglobin levels were dropping from 9g/dl to 7g/dl. The patient was medically managed due to hypertension and then the patient became hypotensive with addition of acls medications. The team explanted the pump with concerns of hemolysis and replaced it by the placement of an intra-aortic balloon pump. Additionally, they infused back 2 units of blood. After explant the acls medication could be reduced and the hemoglobin and hematocrit improved. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.